Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt is implanted with two percutaneous leads (both from the same lot). It has been reported the pt cannot increase the amplitude of the stimulation past the point of perception on one of his programs covering both legs. The pt is working with his physician to determine the next course of action.